Event description:
During follow-up, the device was interrogated and the physician suspects premature battery depletion. The physician anticipates to explant the device. Additional information has been requested but not yet received. The patient was in stable condition.

Event description:
During follow-up, the device was interrogated and the physician suspects premature battery depletion. The device was explanted. The patient was stable condition.